Manufacturer narrative:
Product ID 3889-28, lot # v157704, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that patient felt stimulation in the wrong location. The day before this report, patient started having "soft vibrating in the torso" and "by the clavicle." Patient described as "strange sensations" or "electronic feeling." Patient had silicone implants and two hip replacements done. Patient fell on left hip in (B)(6) 2009 and hip replacement was in (B)(6) 2012. Patient reported neuropathy of hands and a "compromised neck." Additional information has been requested, but was not available as of the date of this report.